Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, customer was intermittently using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose (bg) was above 600 mg/dl. Manual injections were administered to address elevated bg levels. Reportedly, customer reverted to manual injections for insulin therapy.